Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note it is possible the fm/¿sticky gel substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material: 302995 batch#: 4346880. Rcc received a complaint via email. From: rep one stop xxx subject: please credit one box of item number case number: (B)(4). Hi xxx can you look to see if all of xxxx order was sent for spine side. She is out and her team said she is missing lidocaine and depomedrol. Second our hand center received an order of 10 cc syringes. The stopper had a film on them, when pulled out it was a sticky and oily film. Additional information provided: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. We were unable to use the syringes. The issue was realized as we were preparing to utilize them.